Manufacturer narrative:
The lens was exchanged on (B)(6) 2018. The problem was resolved and the patient was satisfied with his visual acuity. (B)(4)

Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) on (B)(6) 2006. The reporter indicated the lens had a low vault and there was a refractive surprise. The surgeon plans to explant and exchange the lens but to date the lens remains implanted. The patient experienced decreased visual acuity. Lasek was performed on the patient on (B)(6) 2007 for correcting residual refraction after icl implantation.